Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage at the scope connector cover (s-cover) and biopsy channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to deformation of scope cover, water tightness is lost; air/water cylinder has no color; suction cylinder has no color; grip packing ring is loose; scope cover has a crack; label on scope connector is damaged; due to damage on channel tube, water tightness is lost; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, air supply volume does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; nozzle has foreign objects; adhesive around objective lens has a chip; adhesive around lens guide lens has a crack; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope, had no air/water flow. The issue occurred during an unknown event the procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the nozzle has foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.